Event description:
The facility rep reported a pump observed with a power failure. This event occurred at an unk time. No pt injury or medical intervention was reported. No add'l info is available.

Manufacturer narrative:
Device is not available for eval at this time. A f/u medwatch will be filed after the device has been received and evaluated.